Event description:
It was reported that during use with 10 bd vacutainer® k2e 3.6mg plus blood collection tubes the tubes had low draws. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: it has been confirmed that the number of affected products is 10. Due to the strict blood volume requirements for children's cross-matching, the customer reported that the negative pressure began to be insufficient after using the imported tube. The customer's blood collection process was confirmed on site to eliminate operational factors.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 5-may-2023 . H.6. Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. The attached photographs show a low draw volume level in the tubes. Additionally 20 samples were received from the customer in support of this complaint. 20 returned and 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 40 tubes drew within specification. The complaint has been confirmed due to the photographs provided. Although photographs provided by the customer do indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of returned and retained samples did not confirm the reported defect. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 10 bd vacutainer® k2e 3.6mg plus blood collection tubes the tubes had low draws. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: it has been confirmed that the number of affected products is 10. Due to the strict blood volume requirements for children's cross-matching, the customer reported that the negative pressure began to be insufficient after using the imported tube. The customer's blood collection process was confirmed on site to eliminate operational factors.